Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') and fatigue ('fatigue') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), chronic fatigue ("chronic fatigue"), affective disorder ("mood disorder"), irritable bowel syndrome ("ibs"), migraine ("migraine") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (uterine ablation). At the time of the report, the menorrhagia, fatigue, chronic fatigue, affective disorder, irritable bowel syndrome and migraine outcome was unknown. The reporter considered affective disorder, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine and chronic fatigue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), chronic fatigue ("chronic fatigue"), affective disorder ("mood disorder"), irritable bowel syndrome ("ibs"), migraine ("migraine") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (uterine ablation). At the time of the report, the menorrhagia, fatigue, chronic fatigue, affective disorder, irritable bowel syndrome and migraine outcome was unknown. The reporter considered affective disorder, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine and chronic fatigue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.